Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps instrument exhibited no energization. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage was confirmed on the pulley cover (jaw insulator) of the instrument during analysis, though it was not present during pre-procedure inspection. Arcing occurred during the procedure, specifically sparking, and it originated from the maryland bipolar instrument involved in the complaint. The surgeon suspects the arcing was caused by the use of the vio3 energy platform, particularly during hepatectomy procedures. No patient injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed. The instrument was recognized by the test system and passed all functional tests. The instrument passed electrical continuity test, and energy delivery test in various grip orientations and it was fully functional. Additional observation not reported by site: the instrument was found to have charring and localized melting at the grip base between the grips. The probable root cause of no energy delivery cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.